Event description:
It was reported that customer had low blood glucose level. Blood glucose at the time of event was 50 mg/dl. The customer current blood glucose was 50 mg/dl. Customer was treated with food for low blood glucose. Customer was ok for troubleshooting. Based on customer report customer did allege insulin pump was over delivering. Customer had shaking and mental confusion as symptoms of low blood glucose. Customer was use auto mode feature at the time of low blood glucose event. Based on customer was alleged insulin pump was over delivering. Auto mode suspend before low, but even low insulin pump giving insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.